Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. No intervention was reported and the patient was in stable condition.

Manufacturer narrative:
Correction - a2 - age 60 years. Correction - e1 - reporter's title added rn, reporters first name added jessie, reporter's last name added reuhl. Correction - e3 - changed from other to nurse additional information h6 - component code, type of investigation, investigation findings and investigation conclusion codes.